Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg tube (j-tube) was used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, post procedure between (B) (6) 2010 and (B) (6) 2010, the exact date is not known, the patient experienced fluctuations when the duodopa medication was connected to the gastric port. The patient went to the gastric ward on (B) (6) 2010 and a fluoroscopy showed that the intestinal tube had a kink and was looped around itself. The kink was approximately 20cm from the end of the tube. On (B) (6) 2010, a new 105cm two port through the peg tube (j-tube) was placed. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B) (6). (B) (4) - decreased therapeutic effect. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
A visual evaluation found that the working length of the device was wavy in appearance and kinked. The kink in the device was located along the working length. Both inlet ports of the hub appeared to be blocked/occluded. The material in the gastric access port appeared partially liquefied, while the material in the jejunal access port appeared dried and solid. A guidewire was backloaded through the device and pushed the dry material slug out of the jejunal access port with resistance. The same guidewire could be passed through the gastric port without issue. The condition of the returned unit was consistent with the complaint incident that the device was kinked. During the evaluation, the feeding tube was found to be kinked. It is most likely that either during placement or indwelling in the patient the tube became kinked, which did not allow the device to be flushed properly. The difficulty in flushing the device most likely led to the ports of the hub becoming blocked. Therefore, the most probable root cause is operational context. A review of the device history record was performed and revealed no related issues to this complaint. (B)(4).

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg tube (j-tube) was used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, post procedure between (B)(6) 2010 and (B)(6) 2010, the exact date is not known, the patient experienced fluctuations when the duodopa medication was connected to the gastric port. The patient went to the gastric ward on (B)(6) 2010 and a fluoscopy showed that the intestinal tube had a kink and was looped around itself. The kink was approximately 20cm from the end of the tube. On (B)(6) 2010, a new 105cm two port through the peg tube (j-tube) was placed. The patient's condition at the conclusion of the procedure was reported to be stable. A correction to the event date it was post procedure, (B)(6) 2010. Additional information provided on the event description: the tube was impossible to rinse and there was difficulty giving duodopa in the intestinal tube. The patient experienced fluctuations when the duodopa medication was connected to the gastric port a correction to the date a new 105cm two port through the peg tube (j-tube) was placed. It was placed on (B)(6) 2010.